Event description:
As reported by the edwards territory manager, during the transapical tavr procedure, the first 26mm sapien valve was positioned in a 50:50 position, however, during deployment the valve moved and was deployed 95:5 ventricular, resulting in significant central aortic insufficiency (ai). Per report, the patient's anatomy resulted in a sub-optimal sheath angle which made it difficult to get the sapien valve coaxial in the annulus. This resulted in the valve shifting ventricular upon deployment and landing 95% ventricular in the non-coronary cusp and about 85% ventricular on the left coronary cusp. The second 26mm sapien valve was deployed in a 50:50 position within the annulus; yielding mild pvl. The patient was noted to have been stable at the end of the procedure. The patient¿s aortic valve and root were severely calcified. There was no mitral annular calcification (mac) and no ventricular septal hypertrophy. The ejection fraction was 40%, the sinotubular junction (stj) measured 26.6mm and the sinus of valsalva (sov) measured 34.4mm. Additionally, the image intensifier angle was noted to be good and the coaxial alignment of the delivery system and valve was noted to be fair, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation requiring intervention are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the too ventricular deployment and subsequent regurgitation was attributed to the patient¿s anatomy which resulted in a suboptimal sheath angle, which in turn created tension in the delivery system, thereby causing the system to shift during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.